Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the hp052 handpiece was not functioning. There was no consequence to the patient.